Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. Around 7 am the patient experienced discomfort and loss of consciousness. The patient´s parents called ems and the mother treated the patient with baqsimi (nasal glucagon) and honey and jam. At the time of the report the patient was doing well. Due to the inaccuracy the sensor did not detect hypoglycemia and therefore the insulin pump did not stop providing insulin. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.